Manufacturer narrative:
This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1).

Event description:
It was reported the patient received the following results within 15 minutes using two different meters: 510 mg/dl on his guide me meter and 195 mg/dl on his aviva meter. No adverse event reported.